Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the guidewire migrated in to the vena cava cannot be verified based on an evaluation of the sample returned. One bendable nitinol guidewire was returned for investigation. A kink in the wire was observed 5mm from the proximal tip. No other damage or defect was noted in the complaint sample. The overall length of the wire was 50cm, which is within specification. A microscopic examination of the weld tip revealed no damage on the wire. A tactual investigation revealed that the guidewire was intact and no breaks were noted in any portion of the wire. Precautions in the supplemental IFU states, ¿keep sufficient guidewire length exposed at hub to allow for proper handling. A non-controlled guidewire can lead to wire embolism.¿ no further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of rezl0499 showed no other similar product complaint(s) from this lot number.

Event description:
Facility contact reported via voicemail that they had a "PICC line placement issue." Called contact back for additional details and left a message. On 3/17/2016- facility contact returned call and reported that while placing the PICC line the guidewire migrated into the vena cava. The patient went to interventional radiology to have the migrated guidewire removed. There was reportedly no harm to the patient and another device was used to complete the procedure. On 3/17/2016-during follow up call to facility contact it was stated that the PICC line was inserted through the basilic vein using siterite guidance. The guidewire reportedly passed easily then "disappeared" under the skin. Interventional radiology took an x-ray that showed that the guidewire was unbroken in the arm. Facility contact stated it was not in the heart.